Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer stated that she was going about her business and got a spi to motor pic communication error alarm. Customer stated that the pump rebooted and 10 minutes later it did the same thing again. Customer's blood glucose was 56 mg/dl at the time of the incident. Customer stated that she treated with food. Customer took the battery out of the pump to try to reset it. Customer then got the off no power alarm and was not able to perform the rewind process again. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was monitored; all operating currents are within specification. No unexpected a39 alarm, low battery or off no power alarms noted. The insulin pump passed functional test including self-test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had cracked case on the display window corners, minor scratched lcd window and cracked reservoir tube lip.